Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 18375b, cartridge sn (B)(4), and cue reader (B)(4). The same day, customer tested negative on an unspecified kaiser sars-cov-2 pcr test and cue covid-19 test for home and over the counter (otc) use. Customer reported no symptoms, no known covid-19 exposure, and confirmed that the cartridges were stored according to package insert.